Manufacturer narrative:
PMA/510(k)#: k182980. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The patient underwent biliary stent placement procedure on (B)(6) 2024, using biliary stent zib6-40-8-6.0. It was found that the connection was broken, and the procedure had difficulty releasing the stent. After the doctor made adjustments, the stent was successfully released and did not need to be replaced. The doctor consider that rhe surgical risk is relatively increased. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
A supplemental report is being submitted due to completion of the investigation on 23-jan-2025. Additional answers received on 10sep2024: 1. Are images of the device or procedure available? No. 2. Was this a primary procedure or a recurrent procedure? Primary, 3. If this was a recurrent procedure, what procedure had been performed previously? N/a 4. If other, please specify. N/a. 5. Was a stent previously placed during previous procedures? No. 6. If there was a stent already in place, was the complaint stent placed in the stent that was already in situ? No. 7. Was the device used percutaneously? Yes, 8. Where on the patient was the percutaneous access site? Right bile duct. 9. Details of access sheath used (name, fr size, length)? Cook¿s 6f sheath 18cm. 10. What was the target location for the stent? Intrabiliary duct. 11. Was the device flushed through both flushing ports before the procedure, as per IFU? Yes. 12. Details of the wire guide used (name, diameter, hydrophylic)? Aus1 wire guide 0.035¿ hydrophylic is good. 13. Did the patient exhibit difficult anatomy? No. 14. Was resistance encountered when advancing the wire guide to the target location? No. 15. Was resistance encountered when advancing the delivery system to the target location? No. 16. How did the physician deal with the resistance encountered? The doctor adjusts the angle and pulls back from the front end to release the stent and finally releases it successfully. 17. Was the delivery system tracked around a tight angle in the patient anatomy? No. 18. Was the delivery system damaged/kinked/twisted before or during the procedure? No. 19. If yes, please specify: damaged, kinked, twisted 20. Please specify when this occurred. 21. Was pre-dilation performed ahead of placement of the stent? Yes. 22. Did the tip of the delivery system cross the target location? No. 23. Was the handle pulled towards the hub during deployment? Yes. 24. Was the delivery system pushed during deployment? No. 25. Could the stent be fully deployed at the target location? No. 26. Was the stent deployed smoothly / without resistance? No. 27. If no, please detail any difficulty experienced during deployment: during the release of the stent, the handle is withdrawn after reaching the position, but the resistance is big and cannot be withdrawn. 28. Was the lesion completely covered by the stent? Yes. 29. Was there any device left through the stent post placement? No. 30. If yes, please specify: 31. Was the stent fully deployed from the delivery system prior to removal? Yes. 32. Was post-dilation performed after the placement of the stent? Yes. 33. If the stent is placed across the papilla, what is the length of the portion of the stent in the duodenum? N/a. 34. Did the patient have any pre-existing conditions? Yes. 35. If yes, please specify: obstructive jaundice. 36. Did the patient require any additional procedures as a result of this event? No. 37. What intervention (if any) was required? N/a. 38. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure. 39. Were any other defects (other than the complaint issue) observed on the delivery system (e.g. Kinks) prior to return? No. 40. If yes, please specify what additional defect(s) were observed and where on the device this was observed: n/a.

Manufacturer narrative:
Device evaluation: the device evaluation for the zib6-40-8-6.0 device of lot number c2095666 involved in this complaint could not be completed as the device was not returned for evaluation. With the information provided, a document based investigation was conducted. Photographic evidence of the device was submitted with the initial complaint report. On review of this photograph, the outer sheath of the device can be seen as separated from the handle, below the white connector cap. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for c2095666 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the instructions for use (ifu0040) that accompanies the device states: ¿do not rotate any part of the system during deployment¿ and ¿before deployment, it is important to straighten the proximal part of the introducer catheter as much as possible and to keep the handle in a stable position¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause may be attributed to partial or subtle kinking or bends in the delivery system caused, while advancing the delivery system into position. This in turn could cause the inner catheter to lock (high frictional forces resisting relevant movement) against the outer sheath, increasing the deployment forces, which exceeded the joint strength of the sheath to handle. This high deployment force could have caused the outer sheath to separate from the handle, just below the white connector cap as seen in the picture submitted with the complaint. After this separation occurred, the user adjusted the delivery system, it is plausible that this removed these kinks/bends and reduced the frictional forces between the inner catheter and the outer sheath resulting in the ability to manually deploy the stent. As the device was not returned for evaluation, we are unable to confirm the presence of kinks or bends on the delivery system. Should the device become available for evaluation at a later date, the file can be re-assessed and updated accordingly. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/ correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, the patient underwent biliary stent placement procedure and it was found that the connection was broken. The user had difficulty releasing the stent. After the doctor made adjustments, the stent was successfully released and did not need to be replaced. Confirmed quantity of 01 device used. According to the initial reported, the patient did not suffer any adverse effects due to this occurrence. The doctor made adjustments and was able to manually deploy the stent. Investigation findings conclude that a possible root cause may be attributed to partial or subtle kinking or bends in the delivery system caused, while advancing the delivery system into position.